Manufacturer narrative:
D3: manufacturer¿s email address was added. H3, h6: siemens healthineers (siemens) attempted to investigate the reported problem. The customer does not use siemens healthineers service for this system. Siemens healthineers made several attempts to contact both the customer and their ge service provider to obtain the necessary information. Neither the customer nor their service provider answered siemens requests. As the customer does not allow site visits without prior permission, no data could be retrieved and no investigation was possible. Therefore, the root cause for the potential patient burn could not be determined. This complaint has been closed. H11 corrected data: d3, g1: manufacturer¿s street address was corrected to allee am röthelheimpark 2.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information is provided.

Event description:
Siemens was informed about an adverse event that occurred while operating the magnetom verio system. During a prostate scan with a flex coil, the patient received a possible skin burn. Additional information about the event was requested by the user and the customer's service provider. However, this information has not been received to this date. Siemens is conduction an investigation of the reported event.